Manufacturer narrative:
Date rec'd by MFR: 27jun2019. The customer reported that the battery power would only last a few minutes. The field service engineer (fse) performed remote troubleshooting. The fse confirmed that the battery install date was 5/17/2013. The fse noted that the battery may be 6 years old, and recommended the replacement of the battery. The fse referenced the service manual stating that a fully charged battery is designed to support ventilation for 45 minutes at default settings, and should be replaced if it cannot. The fse provided the part number for the customer. Date rec'd by MFR: 11jul2019. Repair information was confirmed. The customer reported that the battery was replaced. After this repair, the unit was functional and was retuned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03jul2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported failing battery power. There was no patient involvement.